Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be performed due to the alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the insulin pump experienced a prime anomaly. The customer's mother stated that she was changing the infusion set, and the insulin pump stopped at the fill tubing/hold act screen. The caller stated that she was unable to exit the "preparing to prime" loop. The blood glucose reading was 206 mg/dl. Upon troubleshooting, the insulin pump did not sound a second series of beeps, nor did numbers appear on the screen. The caller was advised that the device be replaced. Nothing further reported.